Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient fell two weeks ago and now could not adjust the therapy. After the fall the physician put the patient on a stronger medication that lasts about 8 hours. However as soon as the medicine wears off, the patient's pain returns. And patient starts "hurting like crazy" just like before the device was put in. Patient's relative stated they do not know if the device was working as maybe one of the wires may have been pulled loose when patient fell. It was confirmed that the patient programmer screen comes on and the programmer works as designed. Patient didn't feel anything once they raised the stimulation up to 4.0v. They tried all programs that they were shown but did not seem to help with the pain and patient was not feeling stimulation. The patient was redirected to follow up with the physician and the manufacturer representative.